Manufacturer narrative:
(B)(4). Analysis description: failure event observed during analysis; final analysis confirmed that it was difficult to insert the test leads into the pulse generator's header. The lead insertion force used to insert the lead was out of specification for the product.

Event description:
This report is to advise of an event observed during analysis.